Event description:
It was reported that the luer connector of a clearlink system solution set looked melted. The event was further described as "'malformed/mis-shaped component" resulting in an inability to connect. The issue was identified when attempting to hook up the "10 drip" to an extension set during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, f10/h6: medical device problem codes (add code), h6 (update codes), h11. Correction: d4 expiration date (update to n/a), d4 UDI #, g1. H11: the actual device was received for evaluation. Visual inspection was performed which observed a deformation in the luer. Pressure and clear passage testing were performed with no leaks or blockages observed. The reported condition was verified. The cause of the condition is related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.